Manufacturer narrative:
Service representative inspected system, unable to duplicate slow boot problem. Found intermittent problem when trying to enter information from workstation keyboard. Depending on workstation position with respect to florescent lighting, keyboard would function slowly or not at all. Replaced ir receiver, system operating as intended.

Event description:
Customer reported system slow to boot/difficulty entering patient data from keyboard.